Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the device had incomplete mesh. The event occurred during meshing of previously recovered cadaveric donor skin. There was no harm, no delay, and no medical intervention. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On 20 august 2019, it was reported that a mesher produced an incomplete mesh. The customer returned a zimmer skin graft mesher serial number (B)(6) for evaluation. Evaluation of the device on 27 august 2019 noted that the device was out of calibration specifications but still produced a passing test mesh. Upon further evaluation it was found that the device had visible damage to the roller and roller gear. Review of the two cutters found that both produced incomplete meshes. Repair of the mesher occurred the same day and involved replacing the roller, roller gear, or cutter. The technician then recalibrated the device and verified that it was functioning as intended. The mesher was then returned to the customer without further incident. Reference numbers 300181583, 300181584, and 300181585 on 20 august 2019 based on the information provided, the cause of the device producing an incomplete mesh was due to the use of a previously deemed non-repairable cutter. During evaluation of the device, both cutters were found to have been unable to produce a passing mesh and upon further review, it was found that the 2:1 cutter had previously been deemed non-repairable. The instructions for use for the zimmer skin graft mesher states that a damaged cutter may result in a less than optimal mesh pattern and cause further damage to the mesher. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information available.